Manufacturer narrative:
Additional information: b1-adverse event b2-required intervention to prevent permanent impairment/damage (device) b5- the reporter indicated that a 13.2mm vticm5 13.2 ; -1.5/+2.0/086 (sphere/cylinder/axis) into the patients right eye (od) on 24-sep-2019. On 17-mar-2020 the lens was exchaned with asame model and length lens due to refractive surprise. The lens exchange resolved the problem. The reporter states patient is happy. Cause of this event is reported as unknown. D7- explant date: (B)(6)-2020 h6- patient code 3191: secondary surgical intervention; exchange. (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation-lens returned in liquid in lens case/vial. Visual inspection found no visible damage to lens and sticky substance on lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -1.5/+2.0/086 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. The surgeon reports refractive surprise. Reportedly, lens remains implanted. The cause of the event is reported as unknown.